Event description:
It is reported that the liner would not seat into the shell because the locking ring was bent. A new shell was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.